Manufacturer narrative:
The device was investigated by a field service technician and found a unspecified error message. We received new information on 2017-07-18 that the unspecified error message was an "head error". According to the service order unable to replicate art-stop error. Got ""error!" Message. Troubleshot to defective rfd. Unit operates properly by swapping rfd from another unit. Obtained loaner rfc & rfd. Rfd not field repairable. Sending in rfd for depot repair. The rfd was sent to (B)(4) to the manufacturer em-tec. According to the service report of em-tec several pin contacts of the circular plug are bent and thus no contact can make, therefore this error must occur. The rfd connector has been replaced. A burn-in, matching and final test were carried out successfully. The rfd was already send back to the customer. Thus the failure could be confirmed.

Event description:
It was reported to us that based on the information available to the manufacturer at this time there was an unspecified error message displayed during the evaluation of the device by a service technician. We received new information on july 18,2017 that a "head error" occurred instead a unspecified error message during testing the device. No patient was involved. (B)(4).